Manufacturer narrative:
E1 initial reporter phone: (B)(4). Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system, catheter was returned to the complaint investigation site (cis). Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual and tactile inspection revealed multiple kinks along the hypotube shaft and no issues were identified with the outer / mid-shaft sections or the inner lumen of the device. The stent struts were stretched and misaligned along the main body of the stent. The distal section of the crimped stent did not exhibit any damage. Microscopic examination of the stent identified that the stent struts were stretched and misaligned along the main body of the stent. The distal section of the crimped stent did not exhibit any damage and the stent had not detached from the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional analysis measured the undamaged crimped stent outer diameter, and the result is within max crimped stent profile measurement. No other device issues were identified.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 4.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent was detached inside the patient. The stent came off the stent delivery system inside the large cavity. The stent was withdrawn, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 4.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent was detached inside the patient. The stent came off the stent delivery system inside the large cavity. The stent was withdrawn, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).